Event description:
The pt contacted lifescan alleging that their one touch ultra meter was reading inaccurately erratic. The medical affairs specialist mailed a letter since the pt could not be reached by telephone. The pt reported blood glucose results of 120 mg/dl, 292 mg/dl with the lifescan meter, performed within 10 minutes of each other. The pt did not allege harm. They reported contacting emergency services; however, no further info was provided. Therefore, there is insufficient information to suggest that they experienced injury or medical intervention due to the meter. The customer care representative was unable to walk the pt through quality control testing, as the pt did not have control solution. Based on satistical methodology, the calculated difference of the glucose results exceeds the expected value of=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.